Manufacturer narrative:
Device evaluation has not been done at the time of submitting this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that two of the site's probes were found bent. There was no patient involvement. It was reported the probes were visibly bent but they did not try to verify them. It was reported that the likely cause was that the sterile processing department had bent them.